Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the cause of the heating was not determined. The implantable neurostimulator (ins) was removed and sent back for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had charged the day before the report with eight coupling bars and the battery was charged to full. Subsequent to this the patient reported that the implant site heated up and he noted an inflamed "bubble." Shortly after that the implant quit working which caused the patient's chronic pain to return and increase. Burning pain and discomfort was reported at the implant and then the feeling moved cephalad and the patient felt heat over the lead. It was reported that the "bubble," which was further described as "red and inflamed but not blister like," had traveled up to six inches cephalad from the implant. The representative stated that five hours ago on the day of the report the area was red, but now looked like a bruise that was approximately four inches by four inches on the patient's back. The patient didn't charge overnight while sleeping and normally charged one time a week. The representative tried to interrogate the implant with the clinician programmer and it showed that the battery was overdischarged. The recharger was tried and it showed it would not communicate with the implant. No traumas or falls were reported related to the issue and no recent medical tests or electromagnetic exposures occurred. The recharging statistics were pulled and showed that the last charge session was (B)(6) 2015 and no previous overdischarge events were reported. It was noted that the patient had two rechargers and the second recharger had zeros for all data and a date of (B)(6) 2000. A physician mode recharge was going to be attempted and then an interrogation of the device to check impedances. The change in therapy or symptoms was considered sudden. Further information received from the consumer via the manufacturer representative reported that they were refusing to do a trickle charge and wanted the implant replaced. It was unknown what led the event. The issue was not resolved at the time of the report. Surgical intervention was planned but not scheduled. The indications for use were chronic low back pain and spinal pain. Follow up information was requested to determine event cause and troubleshooting/interventions taken to resolve the reported issues. If additional information is received a follow-up report will be sent.